Event description:
The reporter stated that the surgeon inserted a 12.6 mm micl12.6 implantable collamer lens and the lens flipped and wouldn't unfold. The lens was removed without enlarging the incision. The lens tore as it was being removed with the forceps. Another lens was inserted. No suture was required. No patient injury.

Manufacturer narrative:
H6: method - a work order search was performed for the lens. H6: results - visual inspection of the returned product showed that one lens haptic is torn. Clear surgical residue/debris on the product. A lens work order search was performed for the lens and no similar complaint was found within the search. Conclusion: based on the complaint history, and work order search, a specific root cause of the event could not be determined.